Manufacturer narrative:
A ge representative contacted the customer by phone and directed them in replacing a fuse. System operates as intended.

Event description:
The customer reported that the system did not boot up. No patient injury was reported.